Manufacturer narrative:
Eval in process, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the modules hooked into channel 9 turn on and off. Since the event occurred during routine testing, there was no pt involvement.